Event description:
It was reported that the user experienced repeated occlusions while using the ilet system, which were only resolved after a supply change and a successful dry run indicated the device itself functioned as expected; the user suspected the issue was related to fiasp insulin and planned to switch to novolog, and lot numbers for cartridges and the infusion set were provided. Symptoms included hyperglycemia with a reported blood glucose of 353 mg/dl without associated symptoms. Outcomes included a manual subcutaneous insulin injection and temporary removal of the ilet until the user could switch insulin and reattempt use. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that performance recovered after changing supplies, indicating an occlusion likely related to the infusion set or cartridge rather than the pump mechanism. It was concluded that the event involved an occlusion with user-implemented mitigation through supply change and alternative insulin administration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.